Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in tubing) and a se 2367 that occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm and had not disconnected prior. The patient line had been properly primed and there were no patient extensions in use. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and the supplies had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the registered nurse cycle the power until the alarms cleared. The tsr advised that the home patient should start over with new supplies. The hc was operational. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.